Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that prior to lead implant the lead was tested on the table and it was noted that the helix would not extend properly. At the time the helix was being extended it would pop out. The lead was not implanted. The patient was stable before, during, and after the procedure.